Event description:
It was reported that this right ventricular (rv) lead was repositioned due to undersensing and increased pacing thresholds. The lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.